Event description:
Information from clinical trial database. Excessive vasospasm which was treated locally with intraaterial nimodipine application for four days in 2007. Coils used: model number: x-6-12-t10-tc, product name: nexus tetris 3d csr. X-4-10-t10-md, multi diameter csr. X-4-10-t10-hss, nexus helix supersoft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Registry information. Another countries' registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in another countries, enrollment started in 2006; enrollment closed in 2007. Patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.